Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj) and distal suj. The system was tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis. The reported complaint was confirmed but not replicated. In logs, errors 40084, 32115, and 25730 were found indicating a communication error on the axes controller tornado (act). The distal suj was installed onto a golden system where the unit started up in normal mode and no errors were triggered. The unit was then installed onto a patient fixture test platform (pftp) and passed all applicable tests. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause is attributed to the act printed circuit assembly (pca) and low voltage differential signaling (lvds) encoder harnesses. The reported 32115 errors were confirmed but not replicated. Errors 32115 and 30 were confirmed indicating hardware communication faults reporting to the acu board. The proximal suj was installed onto golden system and no faults occurred. The proximal suj was tested on a pftp where it passed all relevant testing. After testing was complete, visual inspection found no issues related the reported event. The probable root cause is attributed to the acu board, horizontal rolling loop and fiber cable.

Event description:
It was reported that during a da vinci-assisted transcervical esophagectomy non-transthoracic surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that non-recoverable faults occurred during the case. Prior to contacting the tse, the customer had converted to laparoscopic surgery. The tse confirmed errors 32115, 25730, 25732, and 32097 occurred on armnet 2. There was no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.